Manufacturer narrative:
H3: product analysis #705721240: equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the apollo micro catheter was returned for analysis within a shipping box, an opened apollo outer carton (b497981), an opened apollo inner pouch (b497981), and within a dispenser coil. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. However, the apollo catheter body was found ruptured at 22.0cm from the catheter distal tip. Upon microscopic inspection, the catheter inner lumen appears to be occluded with an unknown material at the catheter rupture location. The apollo catheter detachable tip was found intact. No damages were found with the apollo catheter distal tip. Testing/analysis: the apollo micro catheter was flushed, water exited from the rupture location. The apollo micro catheter was dissected (cut), and the unknown material was removed. The unknown material was sent out for ftir (fourier transform infrared spectroscopy) analysis for material identification. Per the report, the material was identified as polyethylene carbonate. Conclusion: based on the device analysis and reported information, the customer¿s report was confirmed as the returned apollo micro catheter was found ruptured. Catheter rupture can occur due to injection against resistance, causing over-pressurization, when the distal portion of the catheter is kinked, prolapsed, or occluded. As the apollo micro catheter was found occluded with polyethylene carbonate, this likely contributed to the catheter rupture. However, the origin of the polyethylene carbonate could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the healthcare provider (hcp) was injecting onyx by the apollo microcatheter, he had a lot of resistance and when they retried the system observed a puncture at the distal part of the microcatheter. There was no friction or difficulty during insertion of the guidewire. Aside from puncture, there was no other damage to the catheter. There was no kink or damage on the guidewire/pushwire/stylet. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for fav embolization treatment. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 7.0mm. Ancillary devices include an onyx liquid embolic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.